Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The devices jammed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
The analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The analysis results confirmed that the el5ml device (b) was received with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.